Event description:
Customer reportedly received results of 124 mg/dl and 59 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. Several hours later, customer was incoherent with result of 92 mg/dl obtained on the advantage system. Emergency medical technicians (emts) were called, and customer tested 53 mg/dl on professional device. Customer was treated with an injection (contents unknown), and low blood glucose symptoms improved. Customer was taken to the hospital, but did not require additional medical treatment. Requested return of suspect device, and replacement was sent.